Event description:
It was reported that patient has vocal cord paralysis from surgery. The device is currently still programmed on and patient is getting good seizure control with vns. No interventions are currently planned.